Event description:
It was reported that the screw removal tools would not properly engage the implanted screws during attempted anterior cervical plate/screw removal for adjacent level fusion. As a result, the plate remained implanted at conclusion of the surgery with all screws in place. Adjacent level fusion was performed without further incident.

Manufacturer narrative:
Additional lot # lx-1611. Conclusion: lot lx-1185 - a review of the returned instrument indicated that the device was misused. A set screw was tightened, preventing intended rotation of the shaft of the device. Lot lx-1611 - a review of the returned instrument did not identify any issue. The device performed according to specifications upon functional evaluation. A review of the mfg inspection history indicated all devices from the reported lots were accepted without discrepancy.